Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve was implanted via v-p shunt. Implantation date and initial setting was unknown. At the follow-up, the cerebral ventricular enlargement was observed, and the valve occlusion was suspected. The valve was replaced with a new valve.

Manufacturer narrative:
Additional information received: male / (B)(6) years old patient. Primary disease: dundee-walker syndrome. The patient presented orientation disorder and cerebral ventricular enlargement observed at MRI and the reported valve was replaced with a new valve. Implant date: (B)(6) 2011 with an initial setting at 50mmh20. Explant date: (B)(6) 2019. Setting was at 70mmh20. After the replacement: on (B)(6) 2019, the patient developed acute brain swelling, the patient deceased. CAPA pr (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan.

Event description:
N/a.

Manufacturer narrative:
Updated fields: model#, catalog #, serial #, lot#, expiration date, other #, UDI# , returned to manufacturer, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, device manufacture date, event problem and evaluation codes, additional manufacturer narrative and/or corrected data. Unique device identifier (UDI)- (B)(4). The hakim valve was received for evaluation: device history record (DHR)- lot cllb5l, conformed to the specifications when released to stock failure analysis- the valve was visually inspected, the stator was dislodged, a bump mark in the valve casing was noted, as well as needle holes in the needle chamber. The valve could not be program or pressure tested due to the dislodged stator. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested, failed due to the dislodged stator. The valve passed the test for flushing. A bump mark was noted in the valve casing. Corrosion was also noted on the stator. The cam magnets were controlled, the magnets passed the test. Biological debris was noted on the spring and the base plate. The possible root cause for the occlusion issue reported by the customer could be due to biological debris, no occlusion was confirmed during the investigation.

Event description:
N/a.